Manufacturer narrative:
(B)(4). Several sets were received for evaluation contaminated with chemotherapeutic solution. Due to the condition of the returned sets, it was unable to be determined if the implicated device was received for evaluation. Visual inspection of the received devices did not identify any abnormalities that could have contributed to the reported condition. Further testing could not be performed as the devices were contaminated with chemotherapy drugs. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was missing the roller clamp. This was identified before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported lot number pe4514; however, this lot number is not recognized by baxter. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.